Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a guide wire tip detachment occurred. During advancement of a 185cm kinetix guide wire through a non bsc catheter it was noted that the tip "sheared off". The patient was sent to surgery for guide wire tip removal; however, the tip was unable to be retrieved. It was noted that the tip "went to vascular bed and patient survived". The procedure was not completed due to this event. No further patient complications were reported and the patient's status is ok. Additional information has been requested and is not available.

Event description:
Voluntary medwatch #(B)(4). It was further reported that the physician was performing an emergent cardiac catheterization on a patient who presented with an acute myocardial infarction with a totally occluded right coronary vessel. When injecting contrast through a non bsc catheter it was noted that the tip of the kinetix guide wire appeared and became lodged in the proximal rca. The physicians attempts to retrieve the detached guide wire using a snare and inflating a 2.5x12mm apex balloon catheter to 3 atms and withdrawing the inflated balloon were unsuccessful. Then the apex balloon was advanced to the distal region, deflated and pulled back across the detached kinetix guide wire tip but there was no movement of the detached tip. Several attempts to jail the detached kinetix guide wire tip against the vessel wall were unsuccessful, though the guide wire could be easily advanced past the detached kinetix guide wire tip. No equipment could be placed other than the 2.5x12mm apex balloon catheter. Further attempts showed decreasing flow in the vessel. The procedure was not completed due to this event. The patient was referred for emergency coronary artery bypass surgery x3 and tolerated the procedure well.

Manufacturer narrative:
Event date corrected from (B)(6) 2012. Age at time of event, age at time of event (unit), describe event or problem: updated. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire tip detachment occurred. During advancement of a 185cm kinetix guide wire through a non bsc catheter it was noted that the tip "sheared off". The patient was sent to surgery for guide wire tip removal; however, the tip was unable to be retrieved. It was noted that the tip "went to vascular bed and patient survived". The procedure was not completed due to this event. No further patient complications were reported and the patient's status is ok. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned product revealed the distal end of the guide wire was curled. The core wire and high torque sleeve were fractured. The distal tip, including the coil wire/core wire/ribbon was not returned for analysis. The remaining high torque sleeve measured 5.75" long from the fracture to the adhesive ramp. Magnified inspection of the fractured end of the high torque sleeve presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the fractured ends of the core wire and high torque sleeve confirmed there was no evidence of any material or manufacturing deficiencies. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).